Event description:
Physician administered a skin test in 10/2000 that was non-reactive. In 2000 the patient was injected in the nasolabial folds with 2.0cc's of bovine collagen. In 2000 the pt experienced diffuse facial swelling, with itching and mild intermittent erythema at the nasolabial treatment sites. The physician started the pt on a medrol dosepak the next day. The physician has diagnosed hypersensitivity to bovine collagen.